Manufacturer narrative:
(B)(4). For the investigation results of needle bent at the distal tip. Visual evaluation of the returned device found the syringe luer to be broken and stuck at the aspiration port luer of the handle. Additionally, the needle and the sheath were kinked near the distal end of the handle and furthermore; the needle and sheath were also kinked at the distal end of the working length. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that expect pulmonary olympus needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, while the nurse was attaching the syringe at the handle in a twisting motion, the syringe luer broke at the aspiration port luer. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found that the needle was bent, this is now deemed as an MDR reportable event.